Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the iliac arteries measured 6-7 mm in diameter bilaterally and was heavily calcified. The bifurcated stent graft delivery system was first attempted to be inserted from the right side; however, this was unsuccessful due to the calcification. The delivery system was removed; and attempted to be inserted from the left side and was able to be inserted, advanced to the intended location and deployed. It was reported that the patient had a little dissection in the left external iliac artery after the delivery system was removed. Another manufacturer's bare metal stent was implanted on this side and this successfully resolved the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (small in diameter and severe calcification of the iliac arteries) evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (small in diameter and severe calcification of the iliac arteries).